Event description:
Additional information was provided regarding from the patient¿s representative indicating that after visiting the hcp¿s office, it was determined the controller needed replacement; when powered on it displays ¿reboot system now, enter recovery¿ and has been intermittently malfunctioning for about two months; the agent attempted to guide a connection to the ins for troubleshooting, but the caller was too tired and will call back. The caller indicated they might seek a new hcp, and physician listings were sent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was having a return of symptoms. Caller stated that they have been having problem with the remote (programmer), they were saying that even if they are far from the patient, the programmer will show that the battery is at 100% on the therapy screen. The caller also stated that even if they just recharged the implantable neurostimulator (ins) , the whole thing goes out, and the patient started trembling, and it worsens. Caller also stated that this has happened a couple times, and had tremors, stopped walking, and started drooling as well. Caller stated that they had called the hcp, and were told to charge the ins every time it reached 50%, and that's what they have been doing, but patient was still having tremors. The caller stated that they have checked the ins battery after 3 days and they can see that it reads 100%, but the patient could not walk, they had turned the therapy off and on, but the patient had a shock. Caller also mentioned that the hcp had made an adjustment to the patient's therapy setting before, but the issue still persists. Agent reviewed that the programmer could not cause the shock or the tremors on itself. The caller said that they don't usually mess with the therapy setting, because the hcp is the only one who programs it. Agent redirected them to the hcp to have the device checked and to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.